Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. The user noticed a break of the bipolar device near the handle. The user stopped use of the device and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting handle. The shaft was snapped from the handle and separated from each other but the device still remained in one piece. The breakage took place at the proximal end of the handle, and the distal end of the shaft. The rod inside the shaft was bent. No other visual defects were observed. A mechanical evaluation on the hemopro bisector blade was performed. The switch was not able to advance and retract with the blade with great difficulty due to the breakage. Based on the return condition of the device, the reported failure "break" was confirmed. The DHR for the vv7 was reviewed. The vendors certify that all the device lot manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb. The user noticed a break of the bipolar device near the handle. The user stopped use of the device and a replacement device was used to complete the procedure. The hospital did not report any patient effects.